Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon is doing a poly exchange and a ankle gutter débridement with possible gastric recession and talonavicular fusion on (B)(6) 2017.

Manufacturer narrative:
The evaluation revealed the unknown sliding core to be the primary product. An investigation and a review of the DHR were not possible due to missing product and product information (catalog number and lot code unknown); the revision surgery was cancelled due to patient decision. The root cause of the sliding core exchange could not be determined. The IFU includes several contraindications and adverse effects that can lead to revisions. A more precise evaluation was not possible due to missing information. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Device remains implanted.

Event description:
Surgeon is doing a poly exchange and a ankle gutter débridement with possible gastroc recession and talonavicular fusion on (B)(6) 2017.